Manufacturer narrative:
On 5/20/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample some creases were observed in the anterior and posterior view.the leak testing revealed a tear within crease in the anterior aspect measuring 0.2 cm approximately. No other anomalies were discovered. The second product received is a concomitant device, no further analysis is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient had cancelled the implant explantation procedure that was scheduled for (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/8/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. With the device's return and its concomitant device, it is now known that the patient underwent bilateral removal. No date of implant explantation was provided. The date of explantation was defaulted to the first day of the month the device was received. Reason for device explant and/or reoperation: deflation . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: 300cc mentor smooth round moderate profile saline catalog: 3501645 lot: 5537115 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old non-hispanic female patient who underwent breast augmentation revision with two 300cc mentor smooth round moderate profile saline breast prostheses, experienced right side deflation post-operatively. As a result, the patient will undergo removal on (B)(6) 2019.